Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 5 cubie row tray c was showed as failed, and the recovery prompt did not appear. The drawer was opened, but the station remained unresponsive unless the drawer was manually held in the closed position. A field service engineer (fse) opened the back panel and observed a blinking orange communication light on the module board. The fse powered down the station, reseated all connections associated with drawer 5, and rebooted the device. Following these actions, the customer was able to successfully recover the drawer. The system functioned as intended after the field service engineer repaired the device.